Event description:
It was applicable to remedial action exemption e2005015. Failure investigation performed in 11/2005 concluded that the reported failure was isolated to the main pcb. This issue is not addressed by remedial action z-0064-05.